Event description:
It was reported that a pump declared an altitude alarm, but the customer could not recall the exact date of the incident. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by replacing the cartridge, after which the pump resumed normal operation. Additionally, customer technical support provided the customer with tips to prevent future altitude alarms.